Event description:
The customer observed visible fungal growth in clinical chemistry urea nitrogen reagent lot 97668un11. Black fungal growth was found on the side of the bottle and floating in the reagent. Only one r1 bottle was affected from 2 boxes checked of this reagent lot. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The cause of the falsely negative or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.